Manufacturer narrative:
The device was investigated further where the conductive rubber was found to be making improper contact. Once the rubber removed and replaced correctly, the display showed all segments.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The nurse called for the customer to complain that the segments in the results field appeared faintly on the display screen making them unreadable on coaguchek xs meter with serial number (B)(4) . The issue started on (B)(6) 2017. The nurse replaced the batteries but the issue was not resolved. The battery contacts were cleaned and a display check was performed. The segments of the results field were still unreadable. There was no allegation that an adverse event occurred. The device was requested for investigation. Preliminary investigation of the device observed faded segments from the display when viewing the meter memory.